Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a buckling upstream occlusion (uso) seal. The uso seal was replaced to fix the issue as well as the downstream occlusion (dso) seal preventatively.

Event description:
The device was returned due to the battery springs being missing. The results of the investigation found that the device's upstream occlusion (uso) seal was buckling. There was no patient involvement.